Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed unexpected restart. Patient¿s blood glucose was 12 mmol/l. Customer reported that alarm did not occur during battery change and insulin pump was not stored without battery. The insulin pump alarmed during normal use. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and unexpected restart alarm test. No unexpected unexpected restart alarm anomalies noted.